Manufacturer narrative:
The pump was received with an unresponsive act button due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed button error while attempting to deliver a bolus. Customer's blood glucose level was 6.3 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.